Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-53 lead, implanted (B)(6)2008; d224trk ICD, implanted (B)(6) 2012. (B)(4)

Event description:
It was reported that a lead alert had triggered due to high superior vena cava (svc) impedance with the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.